Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the rack push rod was extended out, causing the user to be unable to load a cartridge. The pump was in use for demo purposes, and therefore was not in use for insulin therapy at the time of event.